Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient passed away on (B)(6) 2016. The generator was explanted, but it has not been received to date. Attempts for further information were unsuccessful to date.

Manufacturer narrative:
Corrected data: follow-up report #1 inadvertently reported that the device had not been received to date. Corrected data: follow-up report #1 inadvertently left off the received date of the device.

Event description:
The explanted products were received on 06/02/2016. Analysis of the lead was approved on 06/22/2016. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. No anomalies were identified in the returned lead portion. Analysis of the generator has not been approved to date.

Event description:
Analysis of the generator was approved on 06/27/2016. The device output signal was monitored for more than 24-hrs, and results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The physician did not believe that there was any issue with the patient's device, but diagnostic results were not available. The cause of death was sudep/ogilvie syndrome. The physician did not believe that the death was related to vns therapy or surgery in any way. The explanted products have not been received to date.